Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 150 mg/dl. The motor error alarm occurred during the priming process after an infusion set change. Troubleshooting was not initiated for the motor error due to the customer wanting help with starting a new sensor, so assistance was given to the customer with sensor set-up. No products were returned or shipped.